Event description:
(2/2, refer to (B)(4) for all attachments and related complaints). (Documenting 2 of 2 cadd extension sets) of customer report: (B)(4). Batch: unknown. No injury. Issue identified after reconstitution during administration. It was reported that the machine alarmed once to the air in the line. The patient changed the cassette and the line, however after an hour they checked the line, even after going through the bubble control there are new bubbles. The machine didn't alarm. The cassette is clear like before.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Four pictures were attached for evaluation and it was observed from sections in an extension set where air bubbles are present. A sample was received decontaminated, inside a plastic bag without its original packaging. The returned unit was visually inspected under normal conditions of illumination and no damages nor other workmanship defects were detected. During functional testing, it was attempted to reproduce the failure mode reported. A cassette product was taken from production floor and filled as per procedure. The extension set was connected to the luer to perform testing and primmed using a pump. The pump was set running and no alarms were activated, as well no air in line was detected; thus, the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed, no actions taken.